Event description:
It was reported that the unit was giving an e-1 error code and that the shutter was not closing. It was further reported that the issue first occurred during a case, but there was no delay or harm to the pt because of this.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.